Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: (B)(6).

Event description:
The customer reported a falsely elevated alinity I (03r65-01) stat high sensitivity troponin-I on a 38-yr old male patient presenting to the ER with chest pain. The following results were provided: on (B)(6) 2025 15:16 sid (B)(6) = 197.5 ng/l (in the ER) 2 hour later, new sample (17:35) = < 2.7 ng/l, repeat of initial sample = <2.7 ng/l. The laboratory contacted the ER with the corrected report, but the patient was transferred to another facility. Other tests/procedures performed: on (B)(6) 2025 pt = 12.7, inr = 1.1; (B)(6) 2025 pt = 12.1, inr = 1.1 on (B)(6) 2025 d-dimer = <0.22. On (B)(6) 2025 echo transthoracic adult completed. On (B)(6) 2025 coronary angiogram (cta) completed. On (B)(6) 2025, physician ordered, but not completed: nuclear medicine myocardial. Perfusion spect w/ stress and rest ECG¿s were performed on (B)(6) 2025. Repeat troponin on (B)(6) 2025 = <2.7 ng/l . No further impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I processing module, serial number (B)(6). The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. A review of tracking and trending did not identify any trends with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified for the alinity I processing module, serial number (B)(6).

Event description:
The customer reported a falsely elevated alinity I (03r65-01) stat high sensitivity troponin-I on a 38-yr old male patient presenting to the ER with chest pain. The following results were provided: (B)(6) 2025 15:16 sid (B)(6) = 197.5 ng/l (in the ER) 2 hour later, new sample (17:35) = < 2.7 ng/l repeat of initial sample = <2.7 ng/l. The laboratory contacted the ER with the corrected report, but the patient was transferred to another facility. Other tests/procedures performed: (B)(6) 2025 pt = 12.7, inr = 1.1; (B)(6) 2025 pt = 12.1, inr = 1.1 (B)(6) 2025 d-dimer = <0.22 (B)(6) 2025 echo transthoracic adult completed. (B)(6) 2025 coronary angiogram (cta) completed. On (B)(6) 2025, physician ordered, but not completed: nuclear medicine myocardial perfusion spect w/ stress and rest. ECG¿s were performed on (B)(6) 2025. Repeat troponin on (B)(6) 2025 = <2.7 ng/l . No further impact to patient management was reported.